Event description:
It was reported that, "revised the uh1 bipolar and 06-2605 head due to failed endo prosthesis. The insert listed on the per, item (B)(4), lot mjl453 was implanted and then surgeon decided to reposition and remove and implant a different insert, so this one was from this revision case."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be subitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-01224.